Manufacturer narrative:
(B)(4). The guide wire was returned for evaluation. The returned guide wire had its coil wire fractured at the mid solder originally located at 15mm from the tip. At approximately 2mm from the mid solder, the exposed core wire was found fractured. The core wire was severely twisted leaving helical marks on the shaft and deformed proximal to the fracture end. The fracture surface of the core wire was relatively flat. These finding indicated that excess torsion had contributed to the core wire fracture. The fracture surface of the coil wire was also relatively flat that suggested that torsion generated as coils were pulled and straightened had contributed to the coil wire fracture. Measurement of the remaining parts suggested that approximately 13mm of the core wire and approximately 15mm of the coil wire were missing. The distributor confirmed that missing parts were lost in the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion exceeding the product design limit had most likely applied while the wire tip was being trapped in the lesion. The applied torsion would accumulate on the guide wire and eventually led the core wire to fracture. Detachment of the coil wire likely attributed to torsion generated with wire removal. It was concluded that product quality had not contributed to this event. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire got almost separated during a pci to treat a severely calcified cto in the rca #1-2. The guide wire was delivered with a support catheter. The physician felt wire movement was not corresponding to manipulation and removed the guide wire from the patient. The removed guide wire was elongated and almost separated so that it became separated outside the patient. A new guide wire was replaced to resume the procedure. Recanalization was successfully achieved by stent deployment. The procedure was completed after ivus confirmation. There were no adverse patient effects associated with wire breakage.